Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the operating room during attempted implantation of 2 different left ventricular leads, of which neither had acceptable thresholds. Both leads were removed and a dual chamber pacemaker was implanted instead. No patient symptoms were noted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.